Manufacturer narrative:
H3/h6 - evaluation of the door winch found no fault with the returned component. Codes b01, c19, d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000860r, lot number: 2091922002 rev. A, and product ID: bi71000727, lot number: w2208170287 rev. K. H2) the product ids: bi71000202 and bi71000203, were returned unused to the manufacturer and are no longer considered a part of this event. H2) updates made to img (annex g) component. H3, h6) the product ID: bi71000727, lot number: w2208170287 rev. K, was returned to the manufacturer for analysis. In summary, the motor would rotate forward and backwards but would intermittently lock up. The motor was faulty. Previously reported codes b01, c07, and d02 are applicable. H3, h6) the product ID: bi71000860r, lot number: 2091922002 rev. A, was returned to the manufacturer for analysis. In summary, the power conversion was faulty. The 96 volts coming from the power conversion for motion would drop out, then return causing motion issues. Previously reported codes b01, and d02 are applicable as well as newly reported code, c02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the gantry door would not not open after scanning the patient. The site restarted the system multiple times and attempted to manually open the door with the ratchet set before contacting tech services. Technical services (ts) walked the site through the yellow button procedure, but the door still would not open. The site stated that they tried to ratchet the system with the emergency door open kit and that the pin hole as green. The site stated that that had been ratcheting for several minutes without a change in the color, but there was a clicking noise from the ratcheting.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000135, lot number: unknown product ID: bi71000159, lot number: unknown product ID: bi71000503, lot number: unknown product ID: bi71000429, lot number: unknown product ID: bi71000202, lot number: unknown product ID: bi71000203, lot number: unknown product ID: bi71000273, lot number: unknown h3/h6: the system was serviced in the field and it was noted that the customer sheared off the door slide screws when attempting to manually open the door. The customer damaged covers as well. The medtronic representative tried to extract the broken screws, but the extractor broke off. The whole system will have to be returned for repairs. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.